Event description:
It was reported that during the device system upgrade procedure, the left ventricular lead was placed and then dislodged. The lead was not used and a new lead was implanted. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).